Event description:
It was reported by the customer that a pyxis medstation es system had a full server and was not functioning in connected mode. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the pyxis machines was not connected to server. A technical support specialist applied knowledge article 000007834 "change es server backup settings" to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis es it infrastructure.